Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 160 mg/dl. The caller was the customer's father who stated that the customer had moments of high blood glucose. The father was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The (B)(4) analysis evaluated 9 opened or used reservoirs. Performed fill reservoir per (B)(4). Both of the reservoirs passed per specifications. There were no air bubbles that were observed during analysis. The orings were checked for defects and none was found. The reservoirs connected locked in place properly. It was concluded that there were no air bubbles.